Manufacturer narrative:
Based on the 4 pages of medical record info it appears the pt had been recently hospitalized for and treated for acute-on-chronic diastolic congestive heart failure (there are no medical records for that event available to review). However, the pt's wife mentioned the pt was hospitalized due to retaining too much fluid and he had a mild stroke. Medical records do not support these diagnoses. Originally, it was reported that the pt was having drain issues but, the pt's wife confirmed that the pt mistakenly pushed the pin in but they were able to reset up with new supplies and complete treatment. Pt's wife confirmed that the drainage had been clear. Medical records did not contain dialysis treatment sheets, medication records, laboratory/diagnostic results, progress notes, history and physical, admission notes or physician orders for review. Medical records did not indicate that the pt had fluid overload, stroke. Medical records did not indicate a causal relationship between the pt's peritoneal dialysis treatment and his reported events. The peritoneal dialysis cycler was not returned to the manufacturer but an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt's spouse reported a pt was hospitalized for fluid overload and a stroke. Further investigation and medical records indicated the pt was hospitalized in (B)(6) 2015 for acute-on-chronic diastolic congestive heart failure. No additional info was provided.